Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose (bg) with a lowest recorded level of 53 mg/dl. The device alerted the user to the low glucose level. The episode lasted approximately 30 minutes and was corrected with orange juice. The user stated they had a coffee with a lot of sugar which raised their bg levels. They did not make any meal announcement, so the device corrected causing bg levels to drop. Meal announcement procedures were reviewed with the user. The user did not report symptoms during the episode. No external medical intervention was required, and no caregiver assistance was involved.